Event description:
It was reported that it was impossible to purge the pca preparation line, and it appears to be clogged, leading to tubing change. The problem occurred before the device was used on the patient.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.